Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturing number: 2017865-2021-27274. Related manufacturing number: 2017865-2021-27275. It was reported that the patient presented experiencing infection. The pacemaker system was explanted. The patient was in stable condition.